Manufacturer narrative:
Additional information: based on the received information from the field the intra-operative measurement for the concerned device and also the back-up device failed. However, as part of troubleshooting, the back-up implant was measured with another coil (rondo 2 processor) and coupling could be retrieved. The concerned device was not implanted. However, to confirm proper device functionality a device investigation would be necessary. The concerned device has not been received yet.

Event description:
During the initial surgery, a stable connection to the device could not be established during in_package measurements. The clinic therefore decided to use the backup device. However, the same issue was observed. During troubleshooting, in_package ift measurements of the backup device were performed using another coil (rondo_2 processor), which yielded satisfactory results. The patient was subsequently implanted with the backup device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the surgery, no connection to the implant could be established.